Event description:
Boston scientific received information in (B)(6) 2007, that this device was part of a legal action. Boston scientific had no specific information as to any adverse patient effects. Boston scientific continued to investigate the complaint, and if additional information became available, the event would have been reopened. In (B)(6) 2005, guidant (now boston scientific) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before december 6, 2000. This device was manufactured before december 6, 2000, and is included in this population. At that time, boston scientific did not have sufficient information to determine that this device behaved in the manner described in the advisory. Subsequently, boston scientific received information in (B)(6) 2012, that this patient contacted patient services to report that this device had been explanted in (B)(6) 2006. The patient commented that this device was on recall and she was not informed of the issue. The patient stated that she had experienced difficulties with the device. According to the patient, she had been told that she was not dependent on the pacemaker, therefore; the device did not need to be explanted. Patient services discussed the meaning of pacemaker dependency. Patient services explained the guidelines, as documented in the advisory letter, to explant the device if the patient was pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.